Event description:
It was reported that the customer had a button error on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states he was out riding his bike got a button error. The customer is in florida and states that the weather is hot and they may have contributed to the button error. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.